Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, access was gained from the left femoral artery with an ipsilateral retrograde approach while using a micropuncture transitionless stiffened cannula access set. When inserting the sheath into the vessel, the physician felt resistance, and the reported device got stuck. The user removed the device and noted the sheath had become stretched out. Another same type device was used to complete the procedure. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, manufacturing instructions, and quality control data. One used mpis inner and outer catheter was received. Inspection found the outer catheter was severally elongated with a hole in the material at 16.5cm. The inner catheter was bent into a wavy shape. No other issues were noted. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "precautions -this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. With current information it is most likely that this failure can be attributed to the patient's anatomy as it was reported that the patient had several catheter treatments prior to this event and the access site was scarred. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
(B)(6). A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, access was gained from the left femoral artery with an ipsilateral retrograde approach while using a micropuncture transitionless stiffened cannula access set. When inserting the sheath into the vessel, the physician felt resistance, and the reported device got stuck. The user removed the device and noted the sheath had become stretched out. Another same type device was used to complete the procedure. According to the initial reported, no adverse effects occurred due to this occurrence.